Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). A getinge service territory manager (stm) was dispatched to evaluate the intra-aortic balloon pump (iabp). The stm was able to reproduce the issue. The drive manifold assembly was replaced. The stm completed all safety, functionality, and calibration checks and ran the system with a trainer and test balloon. All tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer..

Event description:
It was reported that during start up, the cs300 intra-aortic balloon pump (iabp) had an intermittent low vacuum alarm. It is unknown under which circumstances this event occurred; however there was no patient involvement, thus no adverse event was reported.